Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement was attempted in the mildly calcified left common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the lever was closed, but the proglide foot plate would not fully retract. The proglide device was manipulated and removed from the patient anatomy. No tissue damage occurred. The sutures of two new proglide devices were successfully pre-placed using the pre-close technique. The sheath was upsized to 16f and the aaa procedure was completed. The successfully preplaced sutures of the two new proglide devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.